Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 bd angiocath IV catheter 24ga 0.75in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: lumps of si are on the catheter tips.

Manufacturer narrative:
Investigation: CAPA# (B)(4) was initiated. Bd received 531 angiocath 24 gauge units from lots 8176688, 8071883, 8180680 and 7345853. 513 units were received for lot 8176688, 4 units were received for lot 8071883, 5 units for lot 8180680 and 9 units for lot 7345853. A review of the device history record was performed for all lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed excess silicone on the catheters. Silicone was used during the manufacturing process to enable easier threading and retraction. It has been tested and deemed safe for use. The excess silicone would not cause harm or affect the performance of the units. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the excess silicone came from the siliconization of the catheter tipping and assembly process.

Event description:
It was reported that 500 bd angiocath IV catheter 24ga 0.75in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: lumps of si are on the catheter tips.